Event description:
Patient had hernia surgery around (B) (6) 2009, but went to ER next day due to legs being numb. Pump was removed, patient kept overnight, next day was fine. Physician surmised the incisional catheter placement allowed the medication to migrate to the femoral nerve, causing numbness. Ventral hernia was in inguinal region, with bilateral to mesh catheters (tunneled). Fill volume 400ml.

Manufacturer narrative:
The information contained herein is based on information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. The lot and device history records cannot be reviewed without a lot number. Information provided during the investigation indicated that the device had not malfunctioned, but the catheter placement may have allowed migration of medication. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report.